Event description:
It was reported that a user initiated a supply change and did not observe expected insulin drops at 60 units, then upon guidance to rewind the pump again observed leakage from the cartridge; the supply change was repeated with new supplies and completed successfully. Customer care provided support that included troubleshooting and education provided remotely to verify disconnection, repeat the rewind, and inspect for leaks. Investigation of this case revealed a leaking cartridge associated with the infusion set-up, with normal device function after replacement components were used. Symptoms included no reported adverse clinical effects. Outcomes included no injury, no medical intervention, and resolution after replacing the supplies. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the cartridge or a use-related issue during the supply change.